Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported to philips that had a check vent: alarm led failed lit up. The device was not in clinical use at the time of the event. There was no report of patient or use harm.

Manufacturer narrative:
G4: 16sep2020. B4: 18sep2020. The complaint notification was determined to have been created in error and has subsequently been canceled. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.